Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump suspended due to inaccurate sensor readings. The patient's sensor glucose was below 75 mg/dl despite a blood glucose of 503 mg/dl. The customer also experienced a suspend in which his sensor glucose read below 40 mg/dl but his blood glucose was 159 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor will be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections b1, b2 and h1 were filled out incorrectly in the initial complaint. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.please reference MFR report number 3004209178-2017-87385 for reportable adverse advent high blood glucose.

Manufacturer narrative:
We evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.